Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. On the same day, the patient began treatment with vancomycin (ip, once a week, does not reported) for peritonitis. The cause of peritonitis was unknown. However, the patient was retrained on a proper aseptic technique. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c08036 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).